Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina. Subsequently, the index procedure was performed. The 100%, chronic totally occluded, 65x3.0mm, diffused target lesion was located in the mildly tortuous proximal left anterior descending (lad) artery. The lesion was treated with pre-dilation and placement of a 3.5x28mm promus element everolimus-eluting coronary stent system at 16 atmospheres. Following post dilatation, the residual stenosis was 0% with timi 3 flow. One day post procedure, the patient was discharged from the hospital. In (B)(6) 2015, the patient presented due to coronary restenosis in the proximal lad. The lesions were treated with percutaneous coronary intervention (pci). On the following day, the patient was getting better. In (B)(6) 2015, the patient visited the hospital for the follow-up.